Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and positioned the was in the laa of the patient. The pigtail wire and versacross connect dilator were removed from the patient. The patient took a deep breath in, and the physician felt they sucked air in through the was. The physician assessed the position of the was and confirmed it was still in the left atrium. At this time the patient became bradycardic and went into heart block. The patient was intubated, and chest compressions were performed. The physician placed a non-boston scientific heart pump to help the patient. The patient did not recover from this event and the patient died. The official cause of death was due to a myocardial infarction.